Event description:
Clinical information: crd_1003 - vantage, patient site ID: eu3520 - 690 (r807896901) it was reported that on 22 november 2023, a 23mm portico ng/navitor valve was selected for implant in a patient. It was noted during procedure that the the patient developed a left bundle branch block (lbbb) when deploying the valve. It was noted that the 23mm portico ng/navitor valve had been re-sheathed once during procedure due to being deployed too low. Pacing between 120-140 beats per minute was performed for valve stabilization during deployment of the valve. There was no difficulty experienced implanting the 23mm portico ng/navitor valve. There was calcium noted in the mitral-aortic junction. The final non-coronary cusp implant is 6.32mm and the final left coronary cusp implant depth is 6.31mm. There was no clinically significant delay in the procedure reported. The lbbb did persist after procedure and is believe to have been caused my the index procedure and/or 23mm portico ng/navitor valve, but there was no intervention performed. The patient did not have a prolonged hospital stay for monitoring of rhythm or any other clinical signs or symptoms during or after this event. The patient was discharged at the time of report.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no difficulty experienced implanting the 23mm portico ng/navitor valve. There was calcium noted in the mitral-aortic junction. The patient have a history of diabetes, hyperlipidemia, and hypertension. The final non-coronary cusp implant is 6.32mm and the final left coronary cusp implant depth is 6.31mm. It was indicated that the patient had the valve implanted at a final depth of 6.31mm, which is deeper than the optimal 3mm and could have contributed to the reported event.na.